Manufacturer narrative:
This report is filed october 30, 2014.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced exposure of the receiver/stimulator unit subsequent to sustaining a head trauma. Inflammation occurred around implant site, the received stimulator unit has moved and the patient developed a fistula. The patient was treated with antibiotics (type, duration and dosage not reported) and underwent a procedure to reposition the receiver/stimulator unit and to rotate the skin flap; however, the issue could not be resolved. The implant was explanted on (B)(6) 2014.